Manufacturer narrative:
Additional information: d10, h3, h6. Explant was reported due to valve dysfunction. The investigation found that leaflet 1 and 2 were torn. There was a fold in leaflet 1. Fibrous pannus ingrowth was present on the inflow surface of leaflets 2 and 3. No acute inflammation, significant calcifications, or stent deformation were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. However, the pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23m trifecta gt valve was implanted. In (B)(6) 2020, aortic regurgitation was confirmed due to valve dysfunction. On (B)(6) 2020, the valve was explanted and replaced with a 23mm inspiris resilia aortic valve by edwards. During explant, a tear was observed on the stent post between the left coronary cusp (lcc) and right coronary cusp (rcc). The patient was reported to be in stable condition.